Manufacturer narrative:
The MFR's service rep performed an on-site investigation. The service rep replaced the high voltage cable, the brake handle, the keypad extension, single board computer circuit board, and the single board computer coin battery. The system was tested and operates as intended.

Event description:
The customer reported that the 9800 system monitors would not turn on and frayed cables were found. No pt injury was reported.